Event description:
It was reported that an asymptomatic patient presented for a routine follow up in clinic. The patient's right atrial (ra) lead exhibited noise that resulted in oversensing. Range of motion (rom) diagnostics was able to reproduce the noise. The patient was asymptomatic to the event. The lead was explanted and replaced. The patient remained stable throughout and was discharged.